Event description:
Customer alleged the foot section of the birthing bed fell to the floor while a patient was in the bed. No injury was reported.

Manufacturer narrative:
According to the hill-rom field investigation the unit was operating properly. The foot section mechanism was tested for proper latching. User manual man 272ra states "while holding the foot section level, push it until if latches securely and a level surface is achieved. Pull on the foot section to ensure that it is locked into place."